Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: pain, weakness, and difficulty with even simple daily activities and work. Recent blood test performed showed elevated levels of cobalt ions in her blood stream. She also has the risk of higher than normal levels of chromium ions as well. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.